Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('displaced essure coil') and abdominal pain lower ('cramps'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: pelvic pain, menorrhagia, pelvic adhesions, endometriosis and ovarian cyst. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and complication of device insertion ("I only have one coil"). The patient was treated with surgery (with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion and device dislocation to be related to essure. The reporter commented: plaintiff reported, that she had only one coil and her other fallopian tube was naturally blocked. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event added: displaced essure coil, reporters information and medical history were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and complication of device insertion ("I only have one coil"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower and complication of device insertion to be related to essure. The reporter commented: plaintiff reported that she had only one coil and her other fallopian tube was naturally blocked quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('displaced essure coil') and abdominal pain lower ('cramps'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: pelvic pain, menorrhagia, pelvic adhesions, endometriosis and ovarian cyst. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and complication of device insertion ("I only have one coil"). The patient was treated with surgery (with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion and device dislocation to be related to essure. The reporter commented: plaintiff reported, that she had only one coil. And her other fallopian tube was naturally blocked. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and complication of device insertion ("I only have one coil"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower and complication of device insertion to be related to essure. The reporter commented: plaintiff reported that she had only one coil and her other fallopian tube was naturally blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: pfs received new reporter information was added. Case become incident was insertion and removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.